Manufacturer narrative:
Product analysis: it was determined during analysis of the external pulse generator (epg) that the atrial output connector was broken. Analysis also noted that the hanger was broken, and hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for test and calibration. The device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.